Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500 pump. The device physical condition on arrival revealed a crack on right plunger case. Primary audible alarm post was in the ehl of the event log. When testing was done, the event was unable to be duplicated. Preventative measures take were taken to replace speaker. The device passed all functional testing. Unable to determine cause of event.

Event description:
Information received a smiths medical product medfusion 3500 pump system failure alarm. No patient adverse events reported.